Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18nov2019.

Event description:
The customer reported a ventilator with a touch screen issue. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report. It was reported that the calibration of the touch screen resolved this reported event.